Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not fully inserted. Section d6b: if explanted, give date: not applicable, as the lens was not fully inserted. Section e1: initial reporter email address: unknown/not provided. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) would not budge when advanced. The optic of the lens was cracked, twisted. The lens and plunger tip was torquing to the side. The tip of the cartridge was not damaged. The issue was not due to use error. The lens was partially inserted in the eye. A back-up lens was available and was implanted with no difficulty. There was a minor five minute delay in surgery, but no complications or injury to patient. No medical or surgical intervention was required. Non-johnson and johnson ophthalmic viscosurgical device (ovd) was used as a cartridge lubricant, which was introduced from the cartridge canopy. The average dwell time was two to three minutes. No further information provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes; section d9: date returned to manufacturer: nov 20, 2023; section h3: evaluated by manufacturer: yes. Device evaluation: the suspect handpiece was received with the lens module open with the cartridge misaligned and the pushrod was disconnected and loose. Visual inspection of the handpiece revealed a crack on the cartridge body and insufficient ophthalmic viscosurgical device (ovd) residue. Damage to the handpiece was also observed. The plunger was partially advanced to the cartridge and the lens was stuck. The plunger was observed to be bent and the pushrod was disconnected at the screw. The lens was observed to be damaged inside of the cartridge and was unable to be removed. No further issues were identified, and no further evaluation was performed. The complaint issue "stuck in cartridge" was identified during product evaluation. The complaint issue "rod misaligned" was not identified during product evaluation. The observed "plunger rod issue" is similar to the reported complaint issue. However, the issues identified during product evaluation could not be confirmed as related to manufacturing. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.